Event description:
During an unspecified pta treatment procedure, the physician encountered difficulty in removing the amplatz super stiff guidewire. The procedure was performed on a small pt with small, tortuous arteries. Two amplatz super stiff guidewires were used in this case. Resistance was met when the guidewires were taken out of the pt through the introducer. When the wires were examined outside of the pt's body, the guidewire coils were loose. The procedure was successfully completed. No pt injuries or complications were reported. Pt status during and following the procedure is reported as 'okay.'